Event description:
Reporter indicated that the pt has been experiencing coughing, difficulty swallowing and fluid build up in their lungs since the implant. Physician reported that pt's last office visit was in 2003 and that these adverse events were not completely resolved. A left papa hilar opacity cat scan was performed one day later. Because the pt was doing much better, 6 days later, the pt's device was activated and programmed to low settings.